Event description:
It was reported that a critical alarm occurred. The patient had experienced pain in her body, legs and back and noted a less than 50% therapy relief. The pump logs were read and the device was in safe state and the low battery reset occurred. Reportedly, no diagnostic testing or troubleshooting was performed. The pump was explanted and replaced. This device system delivered fentanyl. It was further reported that the patient also noted an error code, 8474, on her personal therapy manager (ptm). Further, the pump logs showed a rest occurred, low battery reset and safe state on (B)(6) 2013 at 0108. Additional information has been requested, but was not available as of the date of this report. It was further reported that the patient saw an 8974 code on her ptm. Lastly, noted via the logs the reset had occurred at 01:11 not 01:08.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8835, serial# unknown, product type: programmer. (B)(4). Analysis of the pump revealed that the pump battery had high resistance.

Event description:
The patient was reported to be doing well post pump replacement.